Event description:
Information received by medtronic indicated that the customer has reported the inpen app is not recording the exact doses dialed on the inpen. Troubleshooting was performed. No harm requiring medical intervention was reported and found that the issue was not resolved. The customer will discontinue to use the device and the inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: (B)(6). Lot number: b1370. Software version: 3.9.0. Color: blue battery life remaining: < 2 months first bond date: (B)(6) 2022 initial battery %: 86. Last bond date: (B)(6) 2023 last battery %: 83. User mobile device: iphone 14 ios: 16.6. Testing mobile device: iphone 11 ios: 16.6. Customer reports: inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: front shell does not stay attached. Cracked cartridge holder. However, cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 9.5u, 7u, 8.5u, 8u, 9u, 8u, 8.5u, 8u, 8.5u, 7.5u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. Pending further investigation performed in san diego location. Sd analysis: base line functionality test : failed, displacement dose accuracy: failed attempted to pair with commercial app using 18.5 units. Inpen failed baseline and wireless functionality. App logbook displayed: 7,6.5,8,4.5,5.5,4.5,7,5.5,7.5,6.5 dust and debris were found under the button which caused the pen to slip clutches when dosing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.